Event description:
It was reported that during the stenting procedure, the stent could not be opened and was removed. The vessel was reported to be fairly serpentine. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. As per the additional information, there were no anomalies noted to the stent prior to use/ after unpacking. The anatomy was very tortuous. It is probable that the tortuous nature of the patient's anatomy caused the as reported event. An assignable cause of procedural factors will be assigned to the as reported stent failed to open, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use( dfu )but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the stenting procedure, the stent could not be opened and was removed. The vessel was reported to be fairly serpentine. No clinical consequences were reported to the patient.